Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The malfunction code was identified, but the customer could not reset the pump due to not having a charging cable while away from home. Technical support provided partial pump reset information for the customer to follow up once they returned home. It was determined that malfunction code did not recur after pump reset. Customer may continue to use the pump.